Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed one beat of crosstalk/oversensing for the implantable cardioverter defibrillator (ICD) after the program button was pressed following a change of the right ventricular polarity during a follow-up session. It was indicated that the same thing occurred when pressing the program button after changing the polarity back to the original setting. It was suspected that the one beat of crosstalk/oversensing was a result of the programming change being processed. Troubleshooting steps were taken to resolve the issue. The programmer and ICD remain in use. No patient complications have been reported as a result of this event.